Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report an "air detected in cassette" alarm and seek advice as to how to clear the problem. The patient also stated that he was taking antibiotics. Upon follow up with the patient's pd nurse, it was reported that the patient did have peritonitis and was treated with antibiotics. The cause of the peritonitis was the result of aseptic technique as the patient does not routinely wash his hands or wear a mask. Upon completion of the antibiotics, the peritonitis was resolved and the patient continues with the ccpd program in stable condition. Patient medical records were requested but were not provided. The pd nurse indicated no additional information will be given.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department requested the patient's medical records but they will not be provided. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation.